Manufacturer narrative:
The tech replaced the worn brake and brake/steer casters to repair the bed.

Event description:
Info received indicates the brake casters at the foot end of the bed will not hold when the bed is in brake.